Manufacturer narrative:
The reload was returned to justright surgical. There was evidence that the reload functioned as intended. The reload also indicated that staples formed properly when the device was used.

Event description:
During a thoracoscopic right lower lobectomy on a 7.8 kg patient the reload cut but did not fire staples. Another reload was opened to finish the surgery. The patient status is unknown.